Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Applier misaligned.

Event description:
Applier misaligned.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Applier misaligned.

Manufacturer narrative:
(B)(4). Per customer provided information the DHR for the alleged instrument was reviewed and found completely without any irregularities. The alleged instrument was produced at the tecomet, inc. Kenosha wi facility as part of a (B)(4) pc. Lot in may of 2020. This instrument has not been returned for review or evaluation, but pictures submitted show a damaged outer tube assembly with the jaw pivot pin slightly sticking out of it on one side and slightly sunken in on the other side. We are partially able to validate this complaint. We are unable to determine what caused the outer tube assembly to be damaged and for the jaw pivot pin to be slightly sticking out of one side of it and sunken in on the other side but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.